Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 01/2023).

Event description:
It was reported that during an angioplasty procedure, the hub of the guidewire allegedly detached after the first inflation attempt. It was further reported that another balloon was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one dorado pta dilatation catheter detached at the guidewire luer connection has returned for evaluation. On the visual evaluation of the device, it appeared bloody and the guide wire hub found detached from the catheter. Microscopic observation also confirms the hub detachment and the outer catheter found pulled out at the guide wire hub. No other specific anomalies noted to the device. No functional evaluation performed due the nature and the condition of the device returned. One photo was provided and reviewed . The photo shows the guide wire hub noted detached form the catheter. No other anomalies noted. Therefore, based on the photo review, the reported detachment of device can be confirmed. Therefore, the investigation has confirmed for the reported detachment of device as the guide wire hub found detached to the device which returned for evaluation. A definitive root cause for the detachment of device could not be determined based upon the provided information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: d4 (expiry date: 01/2023), g3 h11: h6 (method, result, conclusion) h11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. See h10.

Event description:
It was reported that during an angioplasty procedure, the hub of the guidewire allegedly detached after the first inflation attempt. It was further reported that another balloon was used to complete the procedure. There was no reported patient injury.